Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the titanium slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport titanium slimport implantable port, one catheter, and one cath-lock were returned for evaluation. The complaint samples appeared to have blood residue throughout. A complete circumferential break was noted on the proximal end of the catheter returned. The edges of the complete circumferential break on the proximal end of the catheter were noted to be round. The surface was noted to be glossy with striations and residue throughout. The port body was patent to both infusion and aspiration. The two images show a port in the right chest with the catheter inserted via the right ij. The catheter is fractured at the transition area from the subcutaneous tunnel to the internal jugular vein entrance. Therefore, the investigation is confirmed for the reported fracture issues. However, the investigation is inconclusive for the reported material separation and migration issue as the exact circumstances at the time of the reported event was unknown and cannot be confirmed from the provided images. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and two days post a port placement, the pre-injection x-ray allegedly showed a ruptured port catheter with a section of the catheter of about one centimeter from the housing. It was further reported that the detached piece of catheter allegedly took on a vertical orientation. Reportedly, the catheter was removed in interventional radiology and the port was removed as well. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the titanium slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Two x-ray images were provided for review. The two images show a port in the right chest with the catheter inserted via the right internal jugular. The catheter is fractured at the transition area from the subcutaneous tunnel to the internal jugular vein entrance. Therefore, the investigation is confirmed for the reported fracture issues. However the investigation is inconclusive for the reported material separation and migration issue as the exact circumstances at the time of the reported event was unknown and cannot be confirmed from the provided images. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 12/2025), g3, h6 (method) h11: e3, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and two days post a port placement, the pre-injection x-ray allegedly showed a ruptured port catheter with a section of the catheter of about one centimeter from the housing. It was further reported that the detached piece of catheter allegedly took on a vertical orientation. Reportedly, the catheter was removed in interventional radiology and the port was removed as well. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium slimport implantable port, chronoflex single-lumen, 6f that are cleared in the us. The pro code and 510 k number for the titanium slimport implantable port, chronoflex single-lumen, 6f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that five months two days post a port placement, the pre-injection x-ray allegedly showed a ruptured pac with a section of catheter about one cm from the housing. It was further reported that the detached piece of catheter takes on a vertical orientation. Reportedly, the catheter was removed. The current status of the patient is unknown.